Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. The patient underwent an excisional arthroplasty approximate 12 years post-implantation due to infection. During the procedure, proximal femoral osteolysis was also identified. All components were explanted without complications. Intraop cultures grew coagulase negative staph. It was reported that no further information is available.